Event description:
The complaint is reported as: the catheter "cracked" and is visibly deformed in the section adjacent to the catheter hub. Blood leaked from the damaged portion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one access catheter and tubing extension assembly for analysis. Initial visual inspection of the catheter revealed a small slit in the catheter body, directly adjacent to the hub. The catheter was also kinked directly adjacent to the hub, and the catheter walls appeared thinned. The total catheter length measured 1 3/4", which is within the specifications of 1 11/16" - 1 13/16" per catheter graphic. The catheter outer diameter measured 0.0442", which is within the specifications of 0.044" - 0.046" per catheter extrusion graphic. Functional inspection was performed on the returned catheter to recreate the product's intended use. The catheter was flushed using a 5cc syringe in order to find any leaks or blockages. Upon flushing, water leaked out of the slit in the catheter. Manufacturing was contacted regarding this complaint investigation. They stated that all catheters are 100% inspected prior to packaging, and therefore the defect could not have happened during the manufacturing process. The defect in the catheter appears consistent with unintentional use error. Misplacement or mispositioning of the catheter may lead to kinking, and repeated stress to the catheter may fatigue the catheter walls and cause tearing. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The returned catheter had a slit adjacent to the hub which leaked when functional testing was performed. A device history record review based on a potential lot number from sales history was performed with no relevant findings. Based on the returned sample and the available information, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the catheter "cracked" and is visibly deformed in the section adjacent to the catheter hub. Blood leaked from the damaged portion. No patient harm reported. The patient's condition is reported as fine.